Event description:
Customer reports no insulin delivery from insulin pump. Customer's blood glucose was 364 mg/dl, which was treated with manual injection. Troubleshooting could not be continued as customer did not have tubing clamp to complete high pressure test. Customer was able to run insulin through quick release and reconnect to infusion set. Customer will call back once he receives tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).